Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
Related manufacturer report number: 2916596-2022-00176. It was reported that the patient's log files were sent to technical services to be reviewed for no external power alarms. The patient stated that, while on battery power, their system controller randomly alarmed to "connect power." This event occurred on both the black and white leads of the controller at separate times. The alarm did not active when the patient was on their mobile power unit (mpu). The patient changed their battery clips and the batteries were fully charged, but the alarms did not resolve. The alarms were not reproducible in clinic when manipulating the cables. A replacement was requested for the system controller. Technical services confirmed the power cable disconnects. There was also a no external power alarm on the mpu due to the mpu accidentally being unplugged briefly. The patient had the mpu in a location where when ambulating they could not see how much spare cable was available and inadvertently moved the unit causing it to become unplugged from the wall outlet. Additional information was recived that the patient was exploring other options of carrying their battery clips as the alarms were apparent depending on clip position.

Manufacturer narrative:
Main investigation conclusion the reported event of a no external power alarm regarding the mpu was confirmed via the log files. The provided log file, as well as a log file extracted from the returned controller (serial number (B)(6); related MFR# (B)(4)), were reviewed, collectively containing data spanning approximately 13 hours ((B)(6) 2022, 2:30 ¿ 15:55 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2022 at 2:30 while the mpu was in use. This alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. The mpu (serial number (B)(6)) was not returned for analysis. Per additional information, the cause of the alarm was the mpu¿s cord accidentally becoming disconnected from the wall outlet. However, the root cause of how the cord became disconnected was unable to be conclusively determined. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook, rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, rev. C, section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.